Event description:
The account alleges that the bed had unintentional movement when the bed would be laid flat, it would go immediately into trendelenburg.

Manufacturer narrative:
The technician inspected the trendelenburg cylinder and found that the trend stop was jammed due to a missing shoulder bolt. Replaced the missing bolt, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.